Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 270 mg/dl.